Event description:
Customer reports two incidents of blood leaks. The first incident occurred at the onset of pt treatment on use #9. Noted by a blood leak alarm and confirmed with hemastix. Treatment was continued with pt's other dialyzer which was use #2. During the middle of treatment a leak was noted again by blood leak alarm and confirmed with hemastix. Treatment was continued with a new dialyzer and new blood lines without incident. Total estimated blood loss was 500 cc's for both incidents. No pt injury or medical intervention reported.